Manufacturer narrative:
(B)(4). Supplementary report will be forwarded once the sling bar used in the alleged incident is returned to the manufacturer for analysis.

Event description:
Info received indicated that the composite hook disassembled from the sling bar during a pt transfer. No allegation of injury.